Event description:
Due to brown discoloration around the hose clamps, cardioquip epidemiology recommends an internal water pathway replacement.

Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration of the tubing, epidemiology recommended that the device undergo an internal water path replacement. Cardioquip notified the customer of the potential bacterial contamination/recommendation and provided a quote for the repair via email on (B)(6) 2022. There has been no response to the recommendation as of the date of this report.

Manufacturer narrative:
When cardioquip received the suspect device, an hpc test was performed to provide an assessment of water quality. The results came back outside of cardioquip's specifications, confirming bacterial contamination within the device. The device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Event description:
Due to brown discoloration around the hose clamps, cardioquip epidemiology recommends an internal water pathway replacement.